Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse was unable to replicate the reported issue. The fse replaced the common compute controller and viewer to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, 319 errors occurred after power up. Technical support reviewed the errors and determined they were console related. Troubleshooting then included powering down the entire system and power cycling the circuit breakers, after which the system restarted but the same errors persisted. It was also noted that the site had a single-console configuration with no alternate console available and that no patient was present. There was no report of patient involvement or reported injury.